Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. Additional stents were implanted going into the external iliac artery and the hypogastric artery. It was reported that approximately four years and five months post index procedure the endurant stent graft limb had a distal type I endoleak that was believed to be between the two stents that extended to the external iliac artery and the hypogastric artery. The physician elected to implant another endurant stent graft limb and further extended coverage into the external iliac artery. The event was resolved. Per the physician the cause of the distal type I endoleak was determined to be due to loss of seal from another manufacturer¿s stent in the hypogastric artery. Although coverage was extended into the external iliac artery, the endurant stent graft limb was determined not to be the initial cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.